Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was contacted by phone call regarding an insulin pump upgrade and the customer reported he was hospitalized with diabetic ketoacidosis back in october. The customer stated it was an unexpected event and he is fully recovered. Blood glucose value is unknown. Customer declined transfer for assistance.